Manufacturer narrative:
(B)(4) d10: m2a-magnum pf cup 50odx44id item: us157850 lot: 867640. Taperloc microp lat fmrl 7.5mm item: 15-103202 lot: 658490. M2a-magnum 42-50mm tpr insrt-3 item: 139254 lot: 617690. Stryker dall- miles cable & sleeve set (competitor) item: unknown lot: unknown. G2: foreign ¿ canada . H6: proposed component code: mechanical (g04)- head. The customer indicated that the device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is experiencing metal-related pathologies approximately sixteen (16) years post-implantation. No medical intervention has been reported to date. Follow-ups to gather additional information are currently in process.